Manufacturer narrative:
The tandem pump user guide states: do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care, inc. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (alarm 06) occurred. Reportedly, the customer was not outside of the labeled operating altitude range. Additionally, a cartridge alarm (alarm 05) occurred. Reportedly, the customer had refilled and reused a cartridge. Tandem technical support educated customer regarding cartridge/insulin labeling. A cartridge change was performed resolving the issues. Customer's blood glucose level ranged between 140-284mg/dl.